Manufacturer narrative:
This report is submitted on september 29, 2022.

Event description:
Per the clinic, the patient had never used the cochlear implant. The device was explanted on (B)(6) 2022. There are plans to re-implant the patient.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on september 29, 2022, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on november 25, 2022.